Event description:
A customer reported encountering a cartridge change error with their insulin pump and was unable to load the cartridge, despite following the proper load process. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.